Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I was so worried that when I started having sex again it would be back but its not') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I was so worried that when I started having sex again it would be back but its not') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel allergy"), rash ("rashes"), abdominal distension ("bloating") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia, pelvic pain, allergy to metals, rash, abdominal distension, weight increased and inflammation outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspareunia, inflammation, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, nickel allergy, inflammation, weight gain, bloating, rashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I was so worried that when I started having sex again it would be back but its not') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel allergy"), rash ("rashes"), abdominal distension ("bloating") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia, pelvic pain, allergy to metals, rash, abdominal distension, weight increased and inflammation outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspareunia, inflammation, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pain, nickel allergy, inflammation, weight gain, bloating, rashes. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added, event added: pain inflammation, rashes, nickel allergy, bloating, weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.